Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found both instrument pitch cables were broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. Other cables at the wrist were not found damaged. This complaint is being reported due to the broken pitch cables found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, the cables were off on the small grasping retractor instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.